Event description:
Physician reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as fold flaw opening. As per the investigation procedure crease and non-penetrating was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a5, a6, b5, d4, d9, h3, h6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.